Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an infection at the implant site. The clinic reported that the patient experienced recurrent infections, with pain, swelling and granulation of the tissue around the abutment from 2013 - 2017. The patient received antibiotic treatment on (B)(6) 2013, and (B)(6) 2014. On (B)(6) 2014, the patient experienced purulent discharge and infection of the abutment. Subsequently, the patient underwent revision to excise skin at the implant site and was placed on a course of oral and topical antibiotics. On (B)(6) 2016, the site was found to be infected once more, and was subsequently prescribed topical and topical antibiotics. On (B)(6) 2017, the patient was treated once more with oral antibiotics for the recurrent infection. On (B)(6) 2017, the patient experienced skin overgrowth and infection at the implant site. Subsequently, revision surgery is scheduled; however, yet to occur as of the date of this report.

Manufacturer narrative:
It was reported that the patient was placed under general anaesthesia and underwent revision surgery on (B)(6) 2017 to excise skin. (B)(4).